Event description:
It was reported that the pta balloon ruptured during the first inflation and approx 3cm of the balloon detached in an upper arm av fistula. Several unsuccessful attempts were made to snare the detached balloon. Surgical intervention was performed to remove the detached balloon segment.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is inconclusive, as the sample was not returned. The root cause could not be determined based upon available information. It is unk whether pt and/or procedural factors contributed to the event. Despited numerous attempts to obtain follow-up information regarding the status of the pt, none was provided.